Event description:
Per the independent repair center, the customer alleged problem is the alarm will not function. The key failure is control panel is defective. Associated malfunctions for this device: pilot valve not shifting, tie strap, intake and cabinet filters missing.